Event description:
It was reported this event occurred in the (B)(6) intensive care unit. The clinician is reporting a loss of curve during readings taken with the catheter. The insertion site is the radial artery. The catheter had to removed and another was placed successfully. There was also a mention of difficulty with the guidewire. There is no reported delay in treatment. No reported patient complications or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.